Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product information is available at this time. Brand name, 510k -n/a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Under microscope observation; needle was broken at suture swage, had cone marks and marks opposite to loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reported: occurred during a laparoscopic mini maze procedure. While closing the pericardium, the suturing device was not working. It was difficult to toggle. To correct the issue, a new suturing device was used to complete the procedure. No patient injury or medical intervention required. Patient status is alive, no injury.